Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent shoulder repair procedure on (B)(6) 2011. During the procedure, as the surgeon attempted to tighten the suture anchor device, the suture broke. The suture was removed and the anchor remains implanted.